Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the insulin pump was not delivering insulin. The blood glucose reading is 475 mg/dl. Customer treated with manual injection. Customer is irritable and having problems with pancreas. Nothing further reported.